Manufacturer narrative:
Cerner was notified of the issue by the customer on march 26, 2025, and began an investigation. The issue was resolved for the customer on april 18, 2025. The issue was resolved by updating the impacted appnode with the correct file needed to generate user notifications. Cerner confirmed and validated that the users are receiving sepsis notifications and system is functioning as expected. Cerner corporation considers this issue to be resolved and no further action is required for follow-up.

Event description:
The software product mentioned in this medwatch report may not be a medical device; however, cerner has chosen to file this medwatch report to voluntarily notify the FDA of the resolution of a malfunction associated with this software product. This issue involved cerner millennium sepsis and impacted the cloud-based product. The issue impacted one customer and has been resolved. A required program file was appropriately configured on one of the customer's application nodes (appnodes) but not appropriately configured on the other appnode. Appnodes must contain the necessary files and configurations for generating sepsis notifications. The sepsis notifications were generated appropriately but may not have been received by clinical providers. There is no fixed set of users assigned to specific appnodes; instead, user mapping occurs at runtime based on load balancing. Users who were mapped to the impacted appnode may not have received sepsis notifications due to the inappropriately configured sepsis program file. Cerner has not received communication on any adverse patient events as a result of this issue.